Manufacturer narrative:
Follow-up with the user facility revealed that the package/product could not be located and therefore would not be returned for evaluation. Without the actual product, an evaluation could not be performed and the complaint therefore could not be verified. Even though the complaint could not be confirmed, this reported problem is being reported as a potential of break in sterility of the packaging. This lot with the UDI# (B)(4) was manufactured on 03-dec-2015. A review of the device history record for this lot found no ncrs and no noted discrepancies during the manufacturing process. Of the lot containing (B)(4) units, there were no other similar complaints received for this item and lot number combination. A 2-year review of the complaint history for the device family shows there have been a total of (B)(4) confirmed units that resulted in breach of sterility. (B)(4). To date, there have been no serious injuries or death related to these reported problem. In this instance, evaluations of previous complaints revealed that the inner plastic bag was not properly secured in the tub and this allowed the corner of the bag to be caught between the tub and the seal. To prevent future recurrences, an investigation has been opened to address this issue. The packaging anomaly was obvious to the surgical staff pre-operatively and prompted the use of another tubing set. As with all medical devices, examination of the products occurs multiple times prior to use (shipping/receiving, distribution, storage and immediately prior to use). Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. Additionally, the product's instructions for use (IFU) warns: if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. Device could not be located.

Event description:
The user facility reported that the "sterile package not sealed (inner plastic bag was sealed between the outer package and the tub)". This reported problem was discovered pre-operatively. No patient involvement.